Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this brady lead exhibited noise problem. This lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.